Event description:
Cormet revision.

Manufacturer narrative:
CAPA (B)(4). Patient notes, medical history, device details, implantation and explantation date, explant, x-rays to be requested, so incident can be investigated. Device history records to be reviewed. This is outside the USA.